Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a procedure to treat a lesion with moderate calcification and mild tortuosity in the left anterior descending (lad) coronary artery. When the 4.0 x 12 mm nc trek balloon catheter was advancing through the 6fr guiding catheter, the proximal shaft of the nc trek separated. There was no resistance noted during advancement between the nc trek and the balloon catheter. The complete nc trek was easily removed from the guiding catheter and replaced with a new nc trek to complete the procedure. There was no adverse patient effect and not clinically significant delay in the procedure. No additional information was provided.